Event description:
Nurse reported the pump is not working and requested we ship a new one as soon as possible, it is not known if pt missed any doses due to defected pump or had any adverse events due to defective pump. Rn will send back defective pump. No further information available. Spontaneous call. Reported to (B)(6) by health professional.